Event description:
It was reported that this left ventricular lead exhibited oversensing and pacing inhibition. Further evaluation was discussed. This lead remains in service. No further adverse patient effects were reported.